Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 274 mg/dl. The customer treated with syringe. The customer's blood glucose was 344 mg/dl. The customer had symptoms like nausea and having difficulty breathing, slurring her words. The customer's blood glucose went up to 384 mg/dl. The customer was assisted with troubleshoot and customer stated the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.